Event description:
It was reported that cartridge alarm 20 occurred and caller experienced cartridge alarms with consecutive cartridges, although issue did not occur during load process. There was no adverse impact to the customer's blood glucose level. Customer contacted support, prior cartridge alarm cases were confirmed, and pump replacement was arranged by technical support. Customer will continue to use current pump.